Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. One day after the index procedure it was reported that the patient had a cerebral infarction and the physician determined to follow up with an MRI to confirm the patient's condition and treatment. No intervention was performed for the cerebral infarction. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4).